Manufacturer narrative:
The complaint was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in late 2008, that a resolution clip device was being prepared for a colonoscopy performed three days prior. According to the complainant, while prepping the device, the clip had detached from the catheter inside the sheath. The procedure was completed with another resolution clip device. There were no pt complications as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."